Event description:
Complainant alleged that during biomed testing the device displayed "defib fault 95," "pacer fault 115," pacer fault 117," and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.